Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information: it was noted initially that the removal of the device was planned preventively because of recent events surrounding textured devices.

Manufacturer narrative:
The reason for reoperation was capsular contracture baker grade ii and a rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a capsular contracture baker grade ii and a rupture. The device was explanted. This is the right side record.

Event description:
Physician reported right side capsular contracture baker grade ii, rupture, and "removal of the device preventively because of recent events surrounding textured devices." Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2.

Event description:
Physician reported a capsular contracture baker grade ii and a rupture. The device was explanted. This is the right side record.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one linear opening, red particles material was found on the shell and creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: one opening striated and wear abrasion. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage.